Manufacturer narrative:
This is the same event as 3010536692-2015-01056, -01057, -01058. (B)(4).

Event description:
Allegedly right hip revised due to elevated cobalt levels; impaired gait and mobility; and evidence of metallosis with loosening of the acetabular component, periacetabular osteolysis, and soft tissue damage.